Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when hanging a medication, the user noticed the floor was wet. Dilaudid infusion was leaking onto the floor from a crack at the hub between the syringe and tubing. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: bd 10ml syringe 0.9% nacl injection usp, lot 520511b, exp 07/23/2018, therapy date (B)(6) 2015. The customer¿s report of component breakage was confirmed. Visual inspection of the valve identified broken pieces of the clear body still remaining within the fla. It was observed that the break area was only on one side of the damaged clear body with a whitish area which is indicative of stress. Functional testing was unable to be performed on the valve due to the obvious damage. The exact root cause could not be identified but the issue may be related to a combination of excess alcohol exposure, smartsite use duration beyond what is directed in the directions for use, and/or force being applied either upon connection or separation from a mating component.